Event description:
Device was forming straight shots

Manufacturer narrative:
Confirmed for straight shots due to a broken tip. Device appears to have been exposed to some form of excessive force causing the tip to break.